Manufacturer narrative:
An event regarding joint instability involving a kinemax tibial insert was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical records evaluation not performed as no medical records were provided. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
Patient was revised due to instability. Replaced with an 12mm insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient was revised due to instability. Replaced with an 12mm insert.